Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that no led¿s on the standalone board were illuminated (fuses are good, 400vdc in, 0v out). There was also no power to both paxscan & pleora, and no power to any of the generator boards. The solid state relays were on as normal. The umbilical cable was replaced due to visible wear and tear and a suspected intermittent connection. The standalone board was also replaced, which resolved the issue. The replaced umbilical cable and standalone board have been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system would not advance past the "initializing, please wait" message on the image acquisition system (ias) when attempting to boot the system up. The status of for the x-ray system was displayed as green, while the motion and mobile view station (mvs) displayed red status (not ready). The system was rebooted twice, and all three systems then displayed as green (ready). It was reported that the user had disconnected the ias and mvs for 30 minutes before reconnecting them. Additionally, the ias was reportedly moving slowly and seemed 'low on energy'. The patient was not affected by this issue and the procedure was completed successfully. Delay to the procedure has not been provided. No additional details available.

Manufacturer narrative:
Investigation of returned suspect mvs interface (umbilical) cable was found to be fully functional with no problem found. Mvs interface cable passed bench 100t and gbit communications testing as well as continuity testing. Installed cable in test imaging system and the system readied as expected. Communication, charging, 2d and 3d imaging were as expected. No problem found. The reported event could not be duplicated by medtronic personnel. Investigation of returned suspect standalone board fails bench test, outputs have no voltage present, tp 7 0 vdc and tp 24 0 vac, no leds or fans on with ac power applied. Measured 380 vdc into the board. Relay and varistor pass dvm test. The reported issue was confirmed to be caused by an electrical failure of the board due to no power.